Manufacturer narrative:
Device physical condition: bad, cracked cases. Problem duplicated / verified: yes. Investigation findings: the monitor came in for "does not power on", the customer comments are verified. Tried installing a new charged battery and found that the battery compartment and battery clip assembly were both broken and loose, glued everything back together and then again inserted a good charged battery and monitor still would not power on. The main board was replaced and then the monitor would power up and read co2. All damaged was caused by several impact suffered to the monitor by the customer. What caused the issue: impact to the monitor. Problem source: user interface. The broken loose battery compartment, the damaged main board and the loose speaker from within the device is consistent with unit being severely impacted from drop. The protective boot around the housing acts as shock absorber preventing damage to the housing; however centrifugal forces in the time of impact affect internal components which usually results in component damage. The customer reported condition was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph was "does not power on". No adverse patient effects were reported.